Event description:
Received information reporting cartridge leaks. Customer smelled insulin throughout the day. The issue impacted customer's blood glucose level. Customer is unsure if elevated blood glucose level is due to cartridges or not.

Manufacturer narrative:
The product is expected to be returned for evaluation; however, the device has not been received by the manufacturer. A follow up supplemental report will be submitted.